Manufacturer narrative:
No samples were received for evaluation. Received customer picture. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint and customer picture to our affiliated headquarters in austria from which we received this product. According to their investigation and comments, a review of production documentation revealed no deviations in association with the reported issue. Current production was checked, and no irregularities could be found. Nevertheless, they have informed all concerned operators of the complaint and to handle product with care during manual packaging steps. The complaint cannot be determined. Corrected data: h3: samples were not returned from the custdomer.

Manufacturer narrative:
(B)(4). The received samples for evaluation were sent to the supplier where we purchase the product from. As soon as the investigation of the event is completed, a supplemental report will be filed.

Event description:
Customer states the needle bent forward when the safety shield was activated. No injuries sustained or reported. The date of occurrences are (B)(6) 2021. The picture provided is from the most recent occurrence [(B)(6) 2021]. The safety shield was activated using thumb in both occurrences.